Event description:
The customer reported the external battery failed testing. The ventilator was not in use on a patient therefore there was no patient involvement or harm. The manufacturers field service engineer (fse) confirmed the reported problem. The fse replaced the external battery to correct the reported problem. Applicable final testing was completed per operating specifications and passed.